Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was provided for review. Review of the data files showed that the file segments all had low normalized amplitude, qrs variability and detected peaks that met shock criteria. However; this device was attached to a conscious patient who had a pulse. Per the AED plus operators guide the contraindications for use states: do not use when a patient : is conscious : or breathing : or has a detectable pulse or other signs of circulation. This device was used incorrectly by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.